Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported error message and low power was confirmed. The fse opened the console and inspected the optic in optic bench and found that the first relay mirror for channel 2 was burnt and pitted. The first relay mirror was replaced and re-ran self-test and error were cleared. All machine safeties were tested including foot switch, door interlock, e-stop and circuit breaker. Debris shields and alignments were also tested and made adjustments to resonator, and far alignment for brick 2 after replacing the first relay mirror. This restored the console's functionality. A risk review was completed and confirmed that the event of "low power" was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 269: "lasing and safety-warm-up failed to get to the threshold" displayed. The console is also stuck in low power. There was no patient involvement.

Event description:
It was reported that error 269: "lasing and safety-warm-up failed to get to the threshold" displayed. The console is also stuck in low power. There was no patient involvement.